Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82187344 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Pictures provided by the user have been analyzed but are pending final product analysis for complete evaluation conclusion. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the stent of an 18mm palmaz blue on 6 x 18 aviator plus balloon expandable stent delivery system could not be open. The balloon would not inflate properly to deploy the stent and consequently the stent could not be deployed. The procedure was completed using another palmaz blue stent. There was no reported patient injury. The device was opened in the sterile field. The device was stored and prepped as per the instructions for use (IFU). The user was trained with the device. The procedure was a percutaneous transluminal angioplasty (pta). The unknown target vessel had 70% stenosis. The lesion was moderately calcified with no tortuosity and was not a cto. There was no difficulty advancing the balloon catheter through the vessel nor crossing the lesion. The catheter was never in an acute bend. The plunger depressed into the syringe/indeflator when trying to inflate. The user was able to depress the plunger into the syringe/indeflator when trying to inflate. The balloon inflated normally to 12atm. The device will be returned for evaluation. An image is available for review.

Manufacturer narrative:
Complaint conclusion: the stent of an 18mm palmaz blue on 6 x 18 aviator plus balloon expandable stent delivery system could not be open. The balloon would not inflate properly to deploy the stent and consequently the stent could not be deployed. The procedure was a percutaneous transluminal angioplasty (pta). The unknown target vessel had 70% stenosis. The lesion was moderately calcified with no tortuosity and was not a cto. The procedure was completed using another palmaz blue stent. There was no reported patient injury. The device was opened in the sterile field. The device was stored and prepped as per the instructions for use (IFU). The user was trained with the device. There was no difficulty advancing the balloon catheter through the vessel nor crossing the lesion. The catheter was never in an acute bend. The plunger depressed into the syringe/indeflator when trying to inflate. The user was able to depress the plunger into the syringe/indeflator when trying to inflate. The balloon inflated normally to 12atm. The device will be returned for evaluation. An image is available for review. Per visual analysis of the attached picture, a blue/aviator/plus 6x18/142p pk label and packaging were observed. The actual unit was not observed at that time. No anomalies were observed per picture analysis. One non-sterile palmaz blue on aviator plus was received for analysis coiled inside a plastic bag with the palmaz blue stent mounted on the aviator plus balloon. Per visual analysis of the sds, the balloon profile seemed as have been previously inflated. However, the stent was observed not expanded. No other anomalies found. Per functional analysis a lab sample inflator/ deflator device partially filled with water was attached to the inflation lumen and pressure was applied. The balloon was successfully inflated, and the stent was completely expanded as expected. No anomalies were observed on the expandable stent. Dimensional analysis was not performed as the unit was successfully tested functionally and no anomalies were found. A product history record (phr) review of lot 82187344 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-sds-inflation difficulty - unable to inflate¿ was not confirmed by analysis of the returned device as functional analysis was performed successfully. The exact cause of the reported event could not be determined. According to the safety information in the instructions for use ¿use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon. The safety and efficacy of this product has not been established for use in patients for treatment of atherosclerotic disease of the femoral artery. The use of this product for procedures other than those indicated in these instructions is not recommended. Prior to use, the product should be examined to verify functionality and integrity. Prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system.¿ the device performed as intended and therefore the reported event could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time at this time.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the stent of an 18mm palmaz blue on 6 x 18 aviator plus balloon expandable stent delivery system could not be open. The balloon would not inflate properly to deploy the stent. The procedure was completed using another palmaz blue stent. There was no reported patient injury. The stent could not be deployed at all. The device was opened in the sterile field. The device was stored and prepped as per the instructions for use (IFU). The user was trained with the device. The procedure was a percutaneous transluminal angioplasty (pta). The unknown target vessel had 70% stenosis. The lesion was moderately calcified with no tortuosity and was not a cto. There was no difficulty advancing the balloon catheter through the vessel nor crossing the lesion. The catheter was never in an acute bend. The plunger depressed into the syringe/indeflator when trying to inflate. The user was able to depress the plunger into the syringe/indeflator when trying to inflate. The balloon inflated normally to 12atm. The device will be returned for evaluation. An image is available for review.